Event description:
The customer reported that following a cardiac catheterization procedure in 2001 and a repeat procedure in 2002, a vasoseal vhd was deployed. In both cases hemostasis was achieved and no hematomas were noted following deployment. The next day, the patient complained of leg pain and an ultrasound was performed and no hematoma or pseudoaneurysm were observed. Thirteen days later, the patient presented to another hospital and underwent surgery for an occlusion of the popliteal artery. No further info was available.